Manufacturer narrative:
The initial MDR 1226181-2016-00112 was filed on february 29, 2016. Additional information (02/29/2016): upon follow-up, the customer stated that the issue was sample related. After redraw. The sample resulted as expected. The customer did not provide patient data for the redraw sample. Other patient samples were not affected. The cause of discordant ctni results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Corrected information (03/02/2016): a siemens headquarter support center (hsc) reviewed the instrument data and removed the instrument data for dimension exl instrument (sr. No. (B)(4)). The data given by the customer for this instrument was not matching with the data present in the actual instrument files. Hsc determined that the customer mis-identified the analyzer when reporting the issue to siemens.

Event description:
The customer mis-identified the analyzer when reporting the results. The triplicate repeat results which were initially reported as obtained on instrument de230198b0, were obtained on instrument de230196b0 and vice versa.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed the ccc that the sample was centrifuged for five minutes utilizing a "stat spin". The customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant ctni results on one patient sample is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. Siemens is investigating the issue.

Event description:
Discordant, cardiac troponin I (ctni) results were obtained on one patient sample on a dimension exl with lm instrument. It is unknown if the discordant results were reported to the physician(s). The sample was repeated on an alternate dimension exl instrument (serial no. (B)(4)) in triplicate, resulting in imprecision. The sample was repeated in duplicates on alternate dimension exl instrument (serial no. (B)(4)). It is unknown if the repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ctni results.